Manufacturer narrative:
(B)(4). Retainer ring is black. Customer complained on (B)(6) 2022 the insulin pump alarmed pump error 82. Unit passed displacement test, self test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No 82 alarms noted during test. Verified in the insulin pump history download the insulin pump alarmed pump error 82 on (B)(6) 2022 07:05:04.000. Motor was tested outside of the device and passed. The motor had a intermittent failure not detected during testing. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No 82 alarms noted during test and confirmed in the insulin pump downloaded history the insulin pump alarmed pump error 82. The insulin pump involved in this event is the 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer stated they were able to rewind the insulin pump. Displacement test and self test was performed and it was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.